Event description:
Reporter alleged the blood glucose meter did not have any power however, when troubleshooting with the manufacturer, it was determined the meter did not have a full display on the screen. It was stated that previously no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.